Event description:
A consumer reported that on the second postoperative day following her intraocular lens (iol) implant procedure, she noticed a 'fluttering" motion in her left visual field when she was in a sun-lit area. At that time, the consumer reported her pupil was still dilated. The next day, when she woke up, she noted a loss of vision in her left peripheral visual field with a "jiggling" of light as she moved her eye in the area where her vision stopped. She was seen by an associate at her surgeon's office and did not see any concerns. She was referred to a retinal specialist. In a f/u phone call with the consumer, she was told she had no retinal issues and her surgeon explained that what she has is negative dysphotopsia. She was told there were no plans for her other than to give the situation time. She will continue to f/u with her surgeon. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from product history record history record review indicated the product met release criteria. Not root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. Add'l info was received in a f/u phone call with the consumer on (B)(4) 2012. (B)(4).